Manufacturer narrative:
(B)(4). Correction = hospital name and address. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of hemorrhage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures and it appears to be related to procedural conditions as the access site was oozing after the stitches were removed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the access site oozing. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to 2. The following day, (B)(6) 2018, the right groin access site was oozing after the physician removed the stitches. Manual pressure was applied, which controlled the bleeding. The condition resolved the same day. No additional information was provided.